Event description:
Reportedly, this ring was explanted after approximately an 11 day implant duration due to congestive heart failure and endocarditis.

Manufacturer narrative:
H6: device not returned.